Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. B3: unknown; captured as awareness date. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: per service manual operational and diagnostic analysis confirmed the reported display issue. The faceplate was replaced as identified in the investigation to address the issue. Additionally, the serial number label was replaced and the software was upgraded. This repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the megen1 where the cut display is going on. The customer says the display dims and also shows weird symbols when they increase the wattage. No procedure delay or patient consequence reported.